Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he had been hospitalized three times this year for high blood glucose readings. No blood glucose reading was reported. No troubleshooting was done because the insulin pump was shooting out all the insulin when attempting to prime. Nothing further was reported.